Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged necrotic tissue requiring surgical debridement is related to the prevena plus¿ customizable dressing. All end release testing of product and packaging met specifications. A device evaluation could not be performed. Device labeling, available in print, states: the prevena plus¿ incision management system will not be effective in addressing complications associated with: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. The prevena plus¿ incision management system should be used with caution in the following patients: patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena plus¿ dressing. Dressing removal warning: dressings should always be removed in-line with the sutures and never across the sutures. Precautions dressing components: the prevena plus¿ dressing contains ionic silver (0.019%). Application of products containing silver may cause temporary tissue discoloration. To avoid trauma to the skin, do not pull or stretch the adhesive border of the dressing during application. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: -if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 22-sep-2025, the following information was provided by the marketing specialist: on (B)(6) 2025, a patient experienced poor wound healing after using the prevena plus¿ customizable dressing. Gout tophi caused poor skin coloration and high pressure on the wound before use; after 7 days of use, upon removal, the wound burst open, the skin became necrotic, and there was gangrenous tissue. Additionally, a photo was provided showing the patient's open wound, which exhibited eschar and slough on the superior part of the incision. On 25-sep-2024, the following information was provided by the solventum representative: the provider indicated the prevena plus¿ customizable dressing caused or contributed to the alleged event. The wound was assessed by plastic surgery and required a one-time surgical debridement. The patient continued with v.a.c.® therapy. On 29-sep-2025, a device history record review for the prevena plus¿ customizable dressing lot number c19174v003 was completed. All end release testing of product and packaging met specifications. The prevena plus¿ customizable dressing was not returned; therefore, a device evaluation could not be performed.

Event description:
On 25-sep-2025, the following information was provided by the solventum representative: the provider indicated the prevena plus¿ customizable dressing caused or contributed to the alleged event. The wound was assessed by plastic surgery and required a one-time surgical debridement. The patient continued with v.a.c.® therapy.